Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The patient's legal counsel alleges that the physician was performing a percutaneous transluminal catheter-based embolization procedure for a tumor that had developed within the patient's right ear. The physician injected embosphere microspheres into vasculature to embolize the vessels feeding the tumor. Post procedure, the patient lost sight in her right eye.

Manufacturer narrative:
A lot number was obtained on april 25, 2019. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.